Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 172 mg/dl. The cartridge was changed to address the issue. Reportedly, customer wore the pump against the skin and a temperature change had occurred to the pump prior to the occlusion alarm declaring.